Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. A scope communication error e224 was displayed. The device was repaired and returned to asset inventory. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the electrical contacts on the connector were temporarily wet or dirty, resulting in a temporary loss of image display. In addition, it is considered that the image was temporarily not displayed due to the contact failure caused by the connector damage. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the device was not displaying an image. The reported problem was found during preparation for use. No patient involvement or injury was reported. No additional information has been obtained.